Manufacturer narrative:
The manufacturer previously reported information received that during the device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that the ventilator is inoperative. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a30, germany an inoperative error code indicating that a failure of the outlet pressure sensor was recorded in the device's event log the device's circuit board will need to be replaced. Furthermore, the device was visually inspected and there is evidence of foam degradation. Additionally, the device's circuit board will need to be replaced to address a "log only" error code indicating that the coin cell voltage is outside of its valid range of 1.65 to 3.6v. No repair was performed. The device will be scrapped as per customer request. The previous report is missing the recall information. This report serves as a correction. H7 has been updated with the correct information for the recall.

Event description:
The manufacturer received information that during the device's evaluation at a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices, the discovery was made that the ventilator is inoperative. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a30, germany an inoperative error code indicating that a failure of the outlet pressure sensor was recorded in the device's event log the device's circuit board will need to be replaced. Furthermore, the device was visually inspected and there is evidence of foam degradation. Additionally, the device's circuit board will need to be replaced to address a "log only" error code indicating that the coin cell voltage is outside of its valid range of 1.65 to 3.6v. No repair was performed. The device will be scrapped as per customer request.